Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt after the device was attached to the leads, it was noted that the coronary sinus lead had dislodged. An additional lead was then attempted and that lead dislodged as well. After multiple attempts, the physician decided to cut the first lead and cap it to use as a pin plug. The patient is scheduled to have an ablation in the near future. No lead was implanted at this time. No patient complications have been reported as a result of this event.